Event description:
It was reported that during an unknown procedure, when removing the reload after the device had been fired, the silver bottom broke off. No other information is available. There were no patient consequences reported. No device will be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What was the product code and lot/batch number for the stapler used with the ecr60 cartridge (ex, ec60, long60a, pse60a, etc)? Did the metal piece fall into the patient? If yes, was it retrieved? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.